Manufacturer narrative:
A spectrum pump experienced a various occlusion and air-in-line alarms caused by continuous use with an unspecified access set. After 6 to 8 hours of the tubing became ¿severely crimped¿. Use errors and proper user instructions are addressed in spectrums ¿operator's manual¿, which is shipped with every spectrum device. The guide warns the user to use the IV sets according to the manufacturer's instructions and not use an IV set for longer than the manufacturer's labeled set change interval. Use of expired sets may adversely affect flow rate accuracy or cause infections leading to serious injury or death. The guide also warns the user that not to reload pumped-on tubing (the tubing segment previously used in the pumping channel) into the pumping channel. Doing so will cause alarms and adversely affect flow rate accuracy. It also provides step by step instruction for the proper set up of an infusion with the device. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a various occlusion and air-in-line alarms caused by continuous use with an unspecified access set. After 6 to 8 hours of the tubing became ¿severely crimped¿. These alarms required the clinician to stop the infusion and inspect the tubing in order to troubleshoot. There was no known patient injury or medical intervention associated with this event. No additional information is available.